Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) loss of helium.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) medical ctr. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the failure, nor were they able to confirm the issue within the logs. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.